Event description:
It was reported the lead was damaged during an explant. Follow up reported the lead was removed because the patient was experiencing some pain and the doctor chose to replace the lead. Further information reported the patient noted the therapy was not working and they were having a lot of leg pain. It was also noted the patient saw a neurologist and had four surgeries within four months. It was unknown what type of surgeries these were. It was noted the health care professional replaced the leads and stimulator.

Manufacturer narrative:
Product ID 3889-28, lot# v695787, implanted: (B)(6) 2011, product type lead. (B)(4).